Event description:
Caller reported that tandem charging supplies began burning or melting. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to return the malfunctioning tandem charging supplies for replacement.